Event description:
A dissection/flap appeared after insertion of enroute sheath. However, could not visualize it with human eye. Used ultrasound on table and could not visualize a dissection. Closed arteriotomy, then went back into the artery with a new approach. Dissection/flap still appeared with contrast run as limited flow. Could not confirm a dissection/ with ultrasound or visually, a decision was made to convert to cea due to the potential dissection. The dissection could not been seen during cea. Physician placed an .035 boston scientific stent in a retrograde approach to cover the potential dissection.